Event description:
It was reported that alarm 01 occurred on two occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed normal ranges. The customer was instructed by technical support to load a new cartridge and successfully resumed insulin delivery. No cracks were verified on the original cartridge, which was available for return.